Event description:
A report was received stating that the listed device was in use with a patient when the extension piece became disconnected from the device after an unknown amount of time in use. Unknown whether the customer is referring to the 15mm connector as the extension piece. Currently pending clarification. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.